Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion was not initializing during boot-up. The representative replaced the motion interface board and the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that while turning on the system, the system kept getting stuck on initializing, please wait. The motion control was never getting checked. When the site logged into the image acquisition system (ias) computer, an error would occur that said, "application ias.exe has stopped working." There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned motion enclosure resulted in no failure being found through functional testing and visual/physical examination. Analysis states that when the motion enclosure was installed into a test system, the system readied. Gain calibration and invalidated home was tested and passed. No problems found. If information is provided in the future, a supplemental report will be issued.